Event description:
It was reported that the lead broke inside the patient's device pocket. The lead and extension was replaced. The patient recovered without sequela. Further information is being requested from the hcp.